Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the keyboard was scratched. Analysis also found that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the ring cover was broken, the heart block had stress fractures, the battery contacts were compressed, the ring was bent,the battery drawer was contaminated and the heart lead flex had a broken connector. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a "melted looking" display, as if "someone used acetone to clean it." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a "melted looking" display, as if "someone used acetone to clean it." The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) had a "melted looking" display, as if "someone used acetone to clean it." The epg was returned for repair. There was no patient involvement.